Manufacturer narrative:
.

Event description:
It was reported that the patient's device was removed due to infection. No patient symptoms or outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.